Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('debilitating pain / pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 (daughter). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization and medically significant). In (B)(6) 2012, the patient experienced pericarditis ("pericarditis"). On an unknown date, the patient experienced migraine ("daily migraines"), cystitis ("repeated cystitis"), pelvic discomfort ("pelvic heaviness"), endometriosis ("endometriosis"), visual impairment ("degraded eyesight"), asthma ("aggravated asthma"), multiple allergies ("allergies"), tooth fracture ("broken teeth"), myalgia ("muscle pain"), abdominal pain lower ("cramps"), memory impairment ("memory problems"), aphasia ("aphasia"), fracture ("fractures"), tinnitus ("tinnitus") and fatigue ("extreme fatigue"). At the time of the report, the pelvic pain had not resolved and the migraine, cystitis, pelvic discomfort, endometriosis, visual impairment, asthma, multiple allergies, tooth fracture, myalgia, abdominal pain lower, memory impairment, aphasia, fracture, tinnitus, pericarditis and fatigue outcome was unknown. The reporter considered abdominal pain lower, aphasia, asthma, cystitis, endometriosis, fatigue, fracture, memory impairment, migraine, multiple allergies, myalgia, pelvic discomfort, pelvic pain, pericarditis, tinnitus, tooth fracture and visual impairment to be related to essure. The reporter commented: local publication: interview with secretary of the victim-dmi (victim-implantable medical device) organisation, she has also filed a claim via law firm. No allergy tests or blood tests were ordered before essure insertion. She did not want any more children. Eight days later, she experienced debilitating pain that has not left her since to the point preventing her from working.... In (B)(6) 2012, she also had a case of pericarditis that her cardiologist "could not explain". She was convinced that her implants were the source of her health problems. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('debilitating pain / pelvic pain') in a (B)(6) old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 (daughter). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced pericarditis ("pericarditis"). On an unknown date, the patient experienced migraine ("daily migraines"), cystitis ("repeated cystitis"), pelvic discomfort ("pelvic heaviness"), endometriosis ("endometriosis"), visual impairment ("degraded eyesight"), asthma ("aggravated asthma "), hypersensitivity ("allergies"), tooth fracture ("broken teeth"), myalgia ("muscle pain"), abdominal pain lower ("cramps"), memory impairment ("memory problems"), aphasia ("aphasia"), fracture ("fractures"), tinnitus ("tinnitus") and fatigue ("extreme fatigue"). At the time of the report, the pelvic pain had not resolved and the migraine, cystitis, pelvic discomfort, endometriosis, visual impairment, asthma, hypersensitivity, tooth fracture, myalgia, abdominal pain lower, memory impairment, aphasia, fracture, tinnitus, pericarditis and fatigue outcome was unknown. The reporter considered abdominal pain lower, aphasia, asthma, cystitis, endometriosis, fatigue, fracture, hypersensitivity, memory impairment, migraine, myalgia, pelvic discomfort, pelvic pain, pericarditis, tinnitus, tooth fracture and visual impairment to be related to essure. The reporter commented: local publication: interview with secretary of the victim-dmi (victim-implantable medical device) organisation, she has also filed a claim via law firm. No allergy tests or blood tests were ordered before essure insertion. She did not want any more children. Eight days later, she experienced debilitating pain that has not left her since to the point preventing her from working.... In (B)(6) 2012, she also had a case of pericarditis that her cardiologist "could not explain". She was convinced that her implants were the source of her health problems. She was convinced that her implants were the source of her health problems. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.